Event description:
The device was used during a segmental resection procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.